Event description:
It was reported that one day post implant, the left ventricular (lv) lead had dislodged and had no capture at high outputs. During the lead replacement procedure, the lobes of the lead could not be deployed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x2 leads, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in body tissue/fibrotic growth and the overlay tubing of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.